Manufacturer narrative:
The device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported deployment issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral vein. The lesion was predilated with an 18 5x150mm armada balloon for two minutes. An attempt to deploy a 4.5x150mm supera stent was made but was unsuccessful. The delivery system was removed under fluoroscopy. Physician then realized that the end of the stent was exposed. Another unspecified supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.